Manufacturer narrative:
Device has been evaluated but not repaired. The device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's power management board was found to be tampered with/modified. The device was scrapped.